Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(6). (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure in (B)(6) 2021. The exact date of the procedure was not provided. During the procedure, the speedband device was loaded onto the scope and placed inside the patient. However, the physician noticed that all bands were misfired and unloaded. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure in (B)(6), 2021. During the procedure, the speedband device was loaded onto the scope and placed inside the patient. However, the physician noticed that all bands were misfired and unloaded. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. **additional information received on (B)(6), 2021** it was reported that this device was used during an esophagogastroduodenoscopy (egd) procedure for esophageal varices bleeding on (B)(6), 2021. **additional information received on (B)(6), 2021** it was reported to boston scientific corporation that the correct anatomy location was in the esophagus. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Additional information: the following blocks have been updated based on additional information received on (B)(6) 2021. B3 (date of event), b5 (describe event or problem), e1 (initial reporter and facility name), e3 (occupation), e4 (init rptr also sent rep to FDA). The following blocks have been updated based on additional information received on (B)(6) 2021. B5 (describe event or problem), d7a (sud reprocessed and reused?), e1 (initial reporter first and last name, phone, email), e3 (occupation), h8 (usage of device), h10. Block g2: medwatch number is mw510055. Block h6: medical device problem code a050502 for the reportable issue of bands misfire. Medical device problem code a150103 captures the reportable issue of bands prematurely deployed. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure in (B)(6) 2021. The exact date of the procedure was not provided. During the procedure, the speedband device was loaded onto the scope and placed inside the patient. However, the physician noticed that all bands were misfired and unloaded. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on (B)(6) 2021. It was reported that this device was used during an esophagogastroduodenoscopy (egd) procedure for esophageal varices bleeding on (B)(6) 2021.

Manufacturer narrative:
Additional information: the following blocks have been updated based on additional information received on (B)(6) 2021. B3 (date of event), b5 (describe event or problem), e1 (initial reporter and facility name), e3 (occupation), e4 (init rptr also sent rep to FDA). Block g2: medwatch number is mw510055 block h6: medical device problem code a050502 for the reportable issue of bands misfire. Medical device problem code a150103 captures the reportable issue of bands prematurely deployed. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.